Event description:
According to the reporter, during open procedure, lobectomy, when the first grasp the tissue, no issue, when surgeon click the green button and began firing the entire reload turned 180 sharply. Surgeon immediately stopped and did not finish the fire, surgeon tried to take the cartridge off but had difficulties, taking off tissue, and they also had difficulties unloading the reload. Surgeon used another handle and reload to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the proximal end of the reload adapters were broken. It was reported that the staples did not form as expected, the device was difficult to unload, and the jaws did not open smoothly as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.